Event description:
It was reported that during auto subtraction of pre-contrast and post-contrast vibrant breast study, a previous patient's images were superimposed on the patient who was presently being scanned. In this particular incident, the operator detected the issue, and no injury or misdiagnosis occurred.

Manufacturer narrative:
Investigation is ongoing.